Event description:
A minor skin burn was noted on the pt's right abdomen following a biopsy of the left ovary procedure. Diameter of the burn was about 1/4" and only an adhesive bandage was applied. No remedial treatment was necessary.